Event description:
Additional information was received that the infold was noted after the second valve recapture. Per the physician, the patient's severe aortic valve calcification contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was recaptured more than 4 times due to the left sinus implant depth was high. The valve was recaptured and removed from the patient successfully. After the valve was removed, an infold was noted. Subsequently a new valve was loaded and implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us product lot/serial number (B)(6) product type: delivery catheter system (dcs) implant date na explant date na product ID l-envpro-16-us product lot/serial number unknown product type: compression loading system (cls) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.